Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received yet at our facility. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint mp-0321 (snap-on flowmeter adaptor) batch # 2-3415742, 3-3415741, 3-3415742, 4-3415741, 4-3415742, 6-3415741 & 7-3515741 during the manufacture of the material. Customer complaint cannot be confirmed, based only on the information provided to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. A CAPA file #(B)(4) was opened to perform a further investigation this issue (this CAPA is owned by r & d). According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the adaptor does not fit the flow meter properly. It is difficult to fit to the flow meter. No patient injury reported.